Event description:
It was reported that the pump exhibited a key stuck alarm. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to a keypad issue. As a result, the keypad was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.